Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that, during a revision procedure due to unknown reasons, this right atrial (ra) lead was an attempted repositioning due to unknown reasons, nonetheless, this ra lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received this right atrial lead exhibited failure to capture, and a dislodgement was confirmed through x-ray.

Event description:
It was reported that, during a revision procedure due to unknown reasons, this right atrial (ra) lead was an attempted repositioning due to unknown reasons, nonetheless, this ra lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received this right atrial lead exhibited failure to capture, and a dislodgement was confirmed through x-ray.